Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer was using fiasp brand insulin, tandem technical support provided off-label insulin messaging. The customer reverted to manual dose injection.